Event description:
It was reported that during an ap resection procedure, the device is cutting slowly. Distal tip closure of shears not sufficient to grasp tissue. Not noted how case completed. No patient consequence.

Manufacturer narrative:
Based on analysis results, this complaint is now determined to be a MDR malfunction. The device was received in good condition. No visible damaged was noted. The hand-activation contacts were in good condiition. The hand-activation buttons were tested and functioned properly. The device was tested on a generator and no error codes were received. Upon further testing with a generator, it was concluded that there was a switch failure due to intermittent contact between the hand piece and the device. The batch records were reviewed and no anomalies were noted during the manufacturing process. Serial # = na.